Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with episodes of post-paced t-wave oversensing recorded on the implantable cardioverter-defibrillator. Programming adjustments were discussed; however, no interventions were reported. There were no patient consequences.